Event description:
The customer stated the paramedics were called to her home due to low blood glucose. No blood glucose reading was reported. The customer stated she fainted prior to the paramedics being called. She stated the insulin pump did not give a low blood glucose alarm when the event occurred, which was in the afternoon, but the alarm history did reveal two low blood glucose alarms which were earlier in the day. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.